Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the malfunction. The se replaced the oxygen (o2) flow sensor and o2 proportional solenoid valve (psol) to resolve issue. The se performed extended self-testing on the device and all tests passed.

Event description:
Covidien received information stating that, while in use on a patient a 980 ventilator generated a high pitch squealing and flashed a diagnostic message regarding the oxygen supply. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.